Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead was explanted due to pace impedance measurements of greater than 2,000 ohms, along with elevated threshold measurements. It was suspected that this ra lead had a conductor fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 40 cm proximal to the lead tip. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The proximal fragment was not returned. The inner and outer conductor coils were found deformed and stretched approximately 40 cm proximal to the lead tip, which most likely resulted from the extraction procedure due to tensile stress. The inspection revealed that the distal part of the lead was pulled out of the ring electrode. Based on the characteristics of the damage it is reasonable to assume that the observed damage resulted from tensile forces applied during the extraction procedure. Furthermore, the ring electrode was found covered in body tissue. Calcifications are known to cause high impedances and pacing thresholds and is thus assumed to be the root cause of the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.